Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and de-fragmented the system hard drives, performed gain calibration, and rebooted several times. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced and no product returned.

Event description:
A site biomed representative reported there was an issue with the quality of the image on the imaging system during the procedure. The rt noted that the image quality appeared normal. There was no delay in the procedure or impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Unique device identification (UDI) updated to proper value.

Manufacturer narrative:
Additional information: a medtronic representative reported that the 3d image acquisitions were positioned correctly.